Event description:
It was reported that the device exhibited post-paced t wave oversensing. Programming changes were performed. The patient was in stable condition with no adverse health consequences.